Event description:
Caller reported that the t:slim x2 pump battery would not charge, and there was a power source alert in the pump history. Blood glucose level was not adversely impacted by the issue. The caller tried various troubleshooting steps unsuccessfully, including using different adapters and charging cables. Tandem technical support decided to replace the pump. The customer found a new in-warranty pump and was assisted by csa in setting it up. The out-of-warranty pump was able to charge fully and will be kept as a backup, with no further assistance needed. There was no adverse impact to the customer¿s blood glucose level.